Event description:
The customer contact reported the device did not alarm when a distal occlusion was present. The device was returned to the biomedical department with an unsigned note that stated "broken". No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of ay adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not alarm when a distal occlusion was present. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.